Event description:
It was reported by the user facility that the saline bag was filling during recirculation. There was no pt involvement. An on-site eval. Of the device was performed by the MFR and the failure could not be duplicated.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occured during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.